Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 280 mg/dl and a correction bolus was delivered to address the bg level. An infusion site change was performed and an additional occlusion alarm occurred. A system check was performed and the pump performed as intended. The customer declined to remove their infusion site and declined to further troubleshoot the issue. The customer was able to successfully resume insulin deliveries and deliver a correction bolus which decreased their bg level to 140 mg/dl. Reportedly, the current cartridge had been in use for over 48 hours. Tandem technical support educated the customer that in order to stay within cartridge labeling, the cartridge should be changed every 48 hours.